Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium on a renal patient on dialysis. There is no additional patient information available. Customer states that product is available for investigation. There was no repeat on I-stat. No impact to patient because physician immediately called for a stat lab draw ordered bmp. Proceeded with procedure. Patient was discharged home. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 07/26/2017. Retain and return product was tested and the customer's complaint was not reproduced.